Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an unknown procedure, (B)(6) found that cartridge was ecr60g but ecr45g when opening the package. This hospital was not stocked with ecr45g. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The cartridge reload that was returned was batch l5512h which is an ecr60g cartridge manufactured on october 28, 2014. The cartridge was returned with none of the packaging materials or packaging labeling. The package lot that was reported on the complaint was l4ee61 which is an ecr60g packaged on march 26, 2014. Investigation results show that the ecr60g (l4ee61) was packaged seven months prior to the manufacture of the cartridge device (l5512h) so it is not possible for this cartridge to be incorporated into the packaging lot. Also, the cartridge is not ecr45g. It is an ecr60g device. Complaint event could not be confirmed.